Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the pin.

Event description:
It was reported that the pin was sticking in the device during a procedure. The account had a back up on hand to complete the case w/no adverse consequences.